Event description:
The tip of a bladeless trocar obturator broke during surgery.

Manufacturer narrative:
The tip of a bladeless trocar obturator broke off in the wound during surgery. The tip was retrieved with no patient harm reported. An evaluation of the trocar obturator confirmed the tip was broken but a cause could not be determined.